Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose level and there was one bubble in the reservoir. The customer¿s blood glucose level was up to 20.1 mmol/l, 33.3 mmol/l and 7.8 mmol/l. Displacement test was performed and it passed. The insulin pump will not be returned for analysis.